Event description:
It was reported that the device was giving false spo2 readings. The customer states that the device is reading too low. He did not have further details on how low the numbers were. Once they used a different device, the problem was resolved. No pt incident reported and the unit will engage in monitoring. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.